Manufacturer narrative:
H6: investigation summary: one sample returned for investigation under device (B)(4). Results from a timed rate accuracy test using the timed rate accuracy test method demonstrated the source device marginally failing to pass this test. The customer¿s reported complaint of an over infusion of fentanyl was not confirmed or replicated during a review of the logs or during testing. The root cause of the customer¿s experience with an over infusion was not determined. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that unspecified bd¿ tubing had flow issues. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported an infusion was set at 10ml per hour for total of 100ml of medication to infuse. After 15 mins of infusing, a ail alarm notified that the bag was empty, and was still showing 9 97 ml still to be infused. There was no harm to the patient. Verbatim: tech called in to report patient was patient harm "no" per nurse an infuse was set at 10ml per hour for total of 100ml of medication to infuse, after 15 mins. Of infuse running the nurse got alarm ail alarm and the bag was empty, and was still showing 9 97 ml still to be infuse. Explain to tech to download and generate event logs an save on his desktop, keep both units with him until case is complete. Tech from customer advocate will be contact him to start looking into the case.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing had flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported an infusion was set at 10ml per hour for total of 100ml of medication to infuse. After 15 mins of infusing, a ail alarm notified that the bag was empty, and was still showing 9 97 ml still to be infused. There was no harm to the patient. Verbatim : tech called in to report patient was patient harm "no" per nurse an infuse was set at 10ml per hour for total of 100ml of medication to infuse, after 15 mins. Of infuse running the nurse got alarm ail alarm and the bag was empty, and was still showing 9 97 ml still to be infuse. Explain to tech to download and generate event logs an save on his desktop, keep both units with him until case is complete. Tech from customer advocate will be contact him to start looking into the case.